Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor did not connect to the ilet and displayed repeated pairing failures. Symptoms included inability to view cgm data on the ilet. Outcomes included temporary loss of cgm data on the ilet with restoration of function after troubleshooting. Investigation included reviewing multiple pairing failure alerts, restarting the ilet, turning off and relocating the dexcom receiver, switching between g7 and g6 and back to g7, and restarting the g7 sensor. Investigation of this case revealed that interference from the active dexcom receiver likely prevented successful pairing, and connection was established after the receiver was turned off and the system was restarted. It was concluded, based on previously established findings for similar reports, that the cause was communication interference from a concurrent receiver connection.